Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with over 300 units of insulin. Additionally, the customer reported that the plunger may have been pulled past the 3 ml line. There was no reported impact to the customer's blood glucose level. The customer declined to load a new cartridge at the time of the reported event.